Event description:
The patient continues to experience complications of ectopic bone growth. No additional imaging performed, but continues with relentless left leg burning and pain. A revision surgery was scheduled. The revision was planned to consist of a posterior approach with autograft, removal of hardware and cage and re-instrumentation.

Event description:
It was reported that the patient underwent a minimally invasive posterior lumbar spinal fusion l5-s1 using an interbody device. Reportedly the patient did well for several months post-operatively. Approximately 30 months post-op, the patient experienced increasing pain. 37 months post-op, the patient had radiographic images taken which identified micromovement of the device. The patient has been told that a revision surgery is necessary, but no surgery has been planned to date. No additional complications have been reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody l5-s1 fusion involving rhbmp-2/acs. Post-op, the patient was diagnosed with back and leg pain secondary to heterotopic bone growth and severe compression of left neural foramen at l5-s1, inflammatory reaction to infuse, chronic pain, and additional surgeries. As a result, patient has required extensive medical treatment including having to undergo an additional surgery. The patient has never recovered from his surgery, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.